Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
Patient's spouse reported that patient underwent initial right hip arthroplasty in (B)(6) 2007. Subsequently, the patient has allegedly experienced ongoing infection and pain since the procedure. On (B)(6) 2008, the patient underwent a revision procedure and all products were removed due to infection. Patient's wife alleges that revision procedures also took place on (B)(6) 2008; both related to infection. A review of invoice history could only confirm the revision procedures that occurred on (B)(6) 2008.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as patient was initially implanted with competitor product. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's spouse reported that patient underwent initial right hip arthroplasty in (B)(6) 2007 and was implanted with competitor product. Subsequently, the patient has allegedly experienced ongoing infection and pain since the procedure. On april 24, 2008, the patient underwent a revision procedure and all products were removed and replaced with biomet spacer molds due to infection. Patient's wife alleges that revision procedures also took place on (B)(6) 2008 and (B)(6) 2008; both related to infection. A review of invoice history could only confirm the revision procedures that occurred on (B)(6) 2008 and (B)(6) 2008. Additionally, patient fell on (B)(6) 2010 due to unknown reasons. No products were removed however a rod was implanted.